Event description:
It was reported to philips that lateral hard disk failed, causing inability to save images on a allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the lateral imaging hard disk and recreated the system image. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).